Event description:
It was reported when using the bd micro-fine¿+ pro pen needle the device was difficult to prime. The following information was provided by the initial reporter. The customer stated: this is a report about needle clog from a patient through the pharmacy. According to this patient's report, the drug solution didn't come out upon priming.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd micro-fine¿+ pro pen needle the device was difficult to prime. The following information was provided by the initial reporter. The customer stated: this is a report about needle clog from a patient through the pharmacy. According to this patient's report, the drug solution didn't come out upon priming.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported when using the bd micro-fine¿+ pro pen needle the device was difficult to prime. The following information was provided by the initial reporter. The customer stated: this is a report about needle clog from a patient through the pharmacy. According to this patient's report, the drug solution didn't come out upon priming.